Event description:
Ihealth covid19 antigen rapid test lot 221co20217 had very light control band. Atypical for this brand and earlier tests. I have performed this test many different times with the same brand always with a strong control band I have additional boxes from this code date and will save until 12/25/2022. I have experience with thin layer chromatography many years ago.